Manufacturer narrative:
Received one device. Visual inspection found dso seal detached, the initial customer report indicated a power issue during performance verification tests (pvt) testing, an code error was also found. The complaint was confirmed and was replace with main board one new and a replace downstream occlusion sensor (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device would not power up on ac. The event occurred during testing. No patient involvement.